Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was between 200-500 mg/dl with ketones. The customer disconnected from the pump and used insulin injections to address the bg level. The customer changed the cartridge, infusion set and site. The customer's bg level was lowered to 122 mg/dl.